Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that the patient has different seizures than before. It was also stated that the patient's seizures were worse. No other relevant information has been received to date.